Event description:
This complaint is being reported due to the alleged power issue. The reporter claimed that the animas pump only beeps but does not show anything on the display. During troubleshooting, the patient noted that the battery cap was not replaced. There was no physical damaged on the casing of the pump. There was no patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.